Event description:
It was reported that the drive support cap was sticking out two months ago. The wife stated that the customer is at his office wearing the insulin pump. Advised the caller that the insulin pump would need to be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with protruded/loose drive support disk.